Event description:
It was reported that in preparation for a endobronchial ultrasound-guided transbronchial fine needle aspiration (ebus-tbna) procedure, the needle was checked for function. The needle could not be extended at all and then only with great difficulty. Needles were not inserted into the patient. The examination was successfully performed with a different needle. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that in preparation for a endobronchial ultrasound-guided transbronchial fine needle aspiration (ebus-tbna) procedure, the needle was checked for function. The needle could not be extended at all and then only with great difficulty. Needles were not inserted into the patient. The examination was successfully performed with a different needle. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d9 - device available for evaluation; d9 - date returned to mfg; h3; h4; h6; h11 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.